Event description:
It was reported that after an unspecified medical test, the patient could not adjust their stimulation. The programmer displayed the "call your doctor" icon and was in a power on reset (por) condition. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: lead: model 3093-33, lot# v476082, implanted: (B)(6) 2010, explanted: na. (B)(4).